Event description:
I was asked to place an intravenous line (IV) catheter for a patient receiving a blood transfusion. I utilized a 20 g bd nexiva IV catheter. I successfully placed the catheter in the vein, with blood return, but when I retracted the needle, the safety mechanism on the needle deployed, but the port from which the needle retracts from did not occlude, so blood was coming from the port. I attempted to occlude the port with several different types of caps, but none were successful in sealing off the port. So, the IV ended up needing to be removed. This was a faulty piece of medical equipment, and this is the first time I have experienced this problem with this type of IV catheter.